Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: a review of the black box showed two call service 054 alarms. Rewind, load, and prime steps were performed successfully. The pump was tested for 24 hours and no call service alarms were emitted. The pump cover was removed to find no evidence of internal moisture. No damage was found to the internal components or printed circuit board. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.